Manufacturer narrative:
Final analysis of the partially returned lead found an abrasion exposing the outer coil at 51.2cm, 47.0cm, and 46.6cm. The abrasion was consistent with constant friction to another device or feature of the heart. This likely contributed to the reported complaint of a capture anomaly.

Event description:
It was reported that the right atrial lead exhibited a capture anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.